Manufacturer narrative:
An olympus endoscopy support specialist (ess) visited the user facility and confirmed that the customer failed to brush the balloon channel. The ess instructed the customer on how to properly use the brush. The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. In addition, image flickering, bending section cover glue crack, control body discolor, and angulation up were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
An olympus endoscopy support specialist (ess) reported that the customer failed to use a bw-400b blush to clean the scope. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to add h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The endoscopy support specialist (ess) confirmed the reported event. It is likely the event was caused due to user mishandling. The event can be prevented by following the instructions for use (IFU) which state: "channel cleaning brush (bw-7b/reusable)/single use single-ended cleaning brush (bw-400b) the channel cleaning brush or the single use single-ended cleaning brush is used to clean the balloon channel (see figure 7.6)." Olympus will continue to monitor field performance for this device.